Event description:
It was reported that patient underwent total knee arthroplasty utilizing signature guides on (B)(6), 2011. During the procedure, the distal femur cut was found to have greater than fifteen degrees of flexion. The tibial cut would have been between five and six degrees if utilized. The procedure was completed using standard instrumentation.

Manufacturer narrative:
Supplier's evaluation of event was limited to review of planning and procedures as the device has not been returned to date. Supplier review confirmed that during the segmentation phase of manufacturing, there was undersegmentation of the anterior cortical bone. It was also confirmed that the surgeon approved the plan that was used to manufacture the guides. This report filed (B)(4), 2011.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. This report submitted (B)(4), 2011.